Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a sling procedure. The patient weight was reported to be (B)(6) pounds. According to the complainant, during the procedure, the first side was not inserted deep enough into the tissue, but the carrier was still deployed. When the physician attempted to place the second side, the mesh could not be sufficiently tensioned. The patient lost approximately 400cc of blood from the right and left side dissections. It was reported that the bleeding was controlled with pressure. The procedure was completed with a different device.